Event description:
The customer reported that the left monitor was black. This caused the sys to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.